Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing inadequate relief and more pain than before. The patient underwent an explant procedure. No other information could be obtained.